Manufacturer narrative:
Alleged failure: cib, arlan, biomed,error message e-5, light turns off during use, loaner requested. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be that there may be an issue with what the unit is connected to at the customer's account. It is possible that a power surge may have occurred or an issue had happened with what the unit was connected to, such as a tower. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.